Manufacturer narrative:
Eval: air & exhalation flow sensor; customer declined service repair.

Event description:
The customer reported the ventilator had a vent inop air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. During evaluation, the fse reported the air and exhalation flow sensors were out of specification. The fse informed the customer that the air and exhalation flow sensors and sensor pcb board required replacement to address the reported problem. The customer declined further service of the device.